Event description:
Additional information was received from the hcp. The lead was implanted on (B)(6) 2025. On (B)(6) 2025 around 15:30, the patient was reaching for their wallet and pulled on the wire. The issue was resolved. The device was intended to treat incomplete bladder emptying. The patient was having stage 2 tomorrow, (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that they walked in to the store and their wire was pulled accidentally and they felt burning sensation on their back and then they turned off their programmer. They did not know what to do now and they needed help. The issue was not resolved at the time of report. It was unknown if surgical intervention occurred.